Manufacturer narrative:
Device was not returned for evaluation. A record review will be requested of the contract manufacturer.

Event description:
The catheter pulled out of the suture wing although the suture wing remained affixed to patient's skin. It was also noted that during hemodialysis the alarm indicating "air in the blood" sounded. A large amount of air was observed in the system. Catheter was inserted in the right jugular.

Manufacturer narrative:
No device was returned for investigation. Without an evaluation of the device, a root cause for this incident cannot be determined. It appears that enough force was applied to the catheter to dislodge it from the suture wing.